Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual olympus cf type h180al/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus cf type h180al/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During evaluation, the issue could be confirmed; the nozzle was clogged. Inspection showed foreign material in the air/water nozzle. In addition, the distal end plastic cover was found to be dented, the objective lens had pinholes in the adhesive and the light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera ii colonovideoscope was being reprocessed. The reporter stated during reprocessing water could not flow through the air/water nozzle. No patient injury reported. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.